Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2015. A concomitant dilatation and curettage (d&c) procedure was performed for 3 small polyps. According to the complainant, approximately one day after the procedure, the patient experienced fever and had uterine tenderness. The patient was diagnosed with endometritis and was admitted for intravenous (IV) antibiotics. The patient was discharged after three nights in the hospital. Her condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.